Event description:
Customer was hospitalized due to low blood glucose. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.